Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving ineffective stimulation. Diagnostics revealed high impedance values for the scs lead. As a result, surgical intervention was taken on (B)(6) 2016. At this time, it is unknown what took place during the procedure.